Event description:
It was reported by the customer that a pyxis anesthesia es system prevented user from sign into the system cart due to keyboard malfunction. The customer added that this malfuction involved a patient but no harm occurred and medications were pulled from a separate anesthesia cart. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been corrected: a1, h6 and h11 has been updated. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-oct-2022 to 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system cannot be able to login. A technical support specialist found that the malfunction was due to keyboard was in disconnected mode. Refreshed the keyboard driver and updated the windows power management settings followed by pending windows updates to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that system was not restarted recently and had several pending updates that locked up the system until a reboot occurred. The technical support specialist installed all the updates and rebooted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system prevented user from sign into the system cart due to keyboard malfunction. The customer added that this malfuction involved a patient but no harm occurred and medications were pulled from a separate anesthesia cart. There were no adverse events or injuries reported based on this event.